Event description:
The customer reported that a patient fell during a routine transfer from a bed to a chair using a viking m mobile lift. The sling was applied to the patient and the lift was operated by two care staff. While the patient was suspended and being moved toward the chair, staff reported hearing a crackling noise, followed immediately by the sling bar detaching from the lift while the patient was positioned midway through the transfer in the center of the room. The registered nurse in charge and care staff immediately attended to the patient. The customer reported active bleeding from the back of the patient¿s head, which was managed by applying pressure. Paramedics were called and arrived on site, provided first aid, and assisted in returning the patient safely to bed using a different lift device. Paramedics advised continued monitoring and administration of pain relief and indicated that hospitalization was not required at that time. The customer reported that the patient remained stable and that no additional medical intervention was required. The customer also reported that a red plastic component from the quick release hook was found on the floor following the event. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.